Event description:
It was reported that the patient was not able to adjust her stimulation. The pt programmer displayed "call your doctor" icon which is a power on reset condition. The pt also has had a loss of therapeutic effect since an unrelated medical procedure. The pt is at home and was redirected to her healthcare provider. Further information is being requested from the hcp.